Event description:
Additional information received from the patient reported that she routinely kept appointments with her doctor and had someone reprogram the device. She tried a variety of settings on programs 1-4. She made many programming adjustments between 2014-04-11 and 2015-10-15. In (B)(6) 2014, on one setting the patient experienced multiple strains and then some came out later, on another setting she couldn't empty, and on a different setting it seemed to be only at the right side. She kept going thinking that it would get better, but she never got dry. When the stimulator would not turn off without removing the battery, she quit. She received a new "apparatus," which was working well. With the old stimulator, she leaked on every setting and was never dry. The new stimulator started off with her being dry immediately, which never happened with the other "apparatus." She had been dry for a week. She was hopeful now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the since receiving the permanent implant the patient had only experienced 80 percent in symptom control however they had 100 percent success with the temporary device. The patient had tried all 4 programs and had increased as high as they could tolerate. It was noted that since the patient had experienced 100 percent success during the trial they expected the same with the permanent implant. On april 14, 2016, the consumer reported they never had symptom relief since implant. Troubleshooting/interventions already performed were adjusting stimulation and reprogramming by the healthcare provider (hcp). No result was obtained from the previous troubleshooting/interventions. It was noted the patient would wear overnight pads all day; had no benefit from therapy; and there was urine running down her leg. Additional information received 5 days later via the consumer reported she had to start increasing stimulation every other day because 'it was not working anymore.' They had to reprogram it as previously noted. Conflicting information was reported as the patient indicated she had 80 percent in symptom control; never had symptom relief since implant; and then that 'it was not working anymore' beginning in (B)(6) 2014. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.